Manufacturer narrative:
Component code: g03001. The field service representative (fsr) was dispatched to resolve the issue. The fsr inspected the instrument and resolved the issue by cleaning the high concentration waste pump tubing, manually cleaning the cuvettes, and replacing the sample probe, cuvette dry tip and cuvette wipers. No additional discrepant result issues have been reported since the service activity was completed. A review of the service history for the architect c4000 identified no additional contributing factors. A review of manufacturing documentation and trending data for the cuvette wiper identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the erratic result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c4000 analyzer was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely decreased total bilirubin results generated on the architect c4000 analyzer on multiple patients. Example results provided: on (B)(6) 2020 (no uom provided). Patient 1 = <0.1 / 0.37; patient 2 = <0.1 / 0.23; patient 3 = 0.43 / 0.94; patient 4 = 0.14 / 0.65; patient 5 = 0.60 / 1.11; normal range: 0.2-1.5. No impact to patient management was reported.